Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. We were unable to prime during prime test due to faulty force sensor resistor. We were unable to complete functional test including occlusion test due to prime anomaly. The insulin pump was also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 600 mg/dl and diabetic ketoacidosis. Troubleshooting found that the customer 's pump is cracked along the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.